Event description:
The territory manager reported to olympus that during therapeutic ureteroscopy, the tip of the rectoscope broke and fell into the patient. The procedure was prolonged to identify the piece left in patient¿s body. The broken piece was found under fluoroscopy. As such, medical intervention was undertaken, and a grasper was utilized to retrieve the broken piece of the device. The procedure was completed with a similar device. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The condition of the patient was not impacted by the failure.